Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4/page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11/page 129. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient reported his blood glucose history is as follows: time bg (mmol/l) (mg/dl)- 15:31, 16.2 292; 16:04, 19.1 344; 17:00, 19.2 346; 17:52, 20.9 377; 19:27, 27.8 501. He went to the hospital and upon arrival he was diagnosed with diabetic ketoacidosis and his bg (blood glucose) levels were at 48 mmol/l (865 mg/dl). The patient also reported that he recently had a power failure and had the refrigerator off, which caused his insulin to go bad. At the hospital he was treated with manual injection of rapid acting insulin. The pod was worn longer than 48 hours on the arm.